Event description:
It was reported when using the pyxis medstation es system had drawer failure. The customer indicated that a malfunction took place when the user tried to dispense medication to the patient, prompting them to use an alternative station to retrieve the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a retractor band issue. A field service engineer reseated all connections and replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.